Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she has had constant flickering in certain lighting and under fluorescent lighting in grocery or department stores. The consumer stated she could see better with her cataracts and glasses than she does currently. She requires a flashlight to read tags and has also noticed floaters. Additional information has been requested. There are two medical device reports associated with this file. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).